Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The bilaterally implanted user visited the clinic reporting a reduction in sound clarity on the right side when comparing to previous hearing experience with the device. Besides the lack of clarity, the user's main issues were difficulties in hearing people who are not within a meter of him, significant difficulties in crowds and background noise. Further, the user reported intermittencies in hearing starting around december 2024, with periods of hearing and days at a time when the right implant was not providing sound. Recent fine tunings in the clinic did not improve the sound quality. The user has been asked to check daily for any sounds from the right implant by placing the left processor on that side briefly. Recommendation of a CT scan request by ent to establish the position of the right fmt, and review by ent in view of revision surgery/ reimplantation.

Manufacturer narrative:
Additional information: based on the received information from the field, a migration of the floating mass transducer seems to be likely the cause for the reported issue. A CT scan to confirm fmt positioning is considered. As of now, no further information is available.

Event description:
The bilaterally implanted user visited the clinic reporting a reduction in sound clarity on the right side when comparing to previous hearing experience with the device. Besides the lack of clarity, the user's main issues were difficulties in hearing people who are not within a meter of him, significant difficulties in crowds and background noise. Further, the user reported intermittencies in hearing starting around (B)(6) 2024, with periods of hearing and days at a time when the right implant was not providing sound. Recent fine tunings in the clinic did not improve the sound quality. The user has been asked to check daily for any sounds from the right implant by placing the left processor on that side briefly. Recommendation of a CT scan request by ent to establish the position of the right fmt, and review by ent in view of revision surgery/ reimplantation. The user is on a waiting list for the scan and this may take a few months.